Manufacturer narrative:
Service was not dispatched for this event. Troubleshooting assistance was provided to the customer over the phone and this resolved the issue. The customer was advised to cycle and clean the blood sampling valve (bsv) and to prime the diluent. Per labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that a bloody diluent was leaking from the manual probe on coulter hmx hematology with autoloader analyzer. The customer was wearing personal protective equipment (ppe). There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. There was no effect to patients or end user.